Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI:(B)(4), serial: (B)(6), batch: 7424454. Common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7424461.

Event description:
It was reported that the patient experienced ineffective stimulation with their drg system. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the drg ipg and 3 drg leads were explanted to address the issue [manufacturer report number: 1627487-2024-07965]. It was also reported that during the same surgical procedure the left l5 drg lead was unable to be removed. After multiple attempts, the physician decided to leave the left l5 lead, which was cut, in place. As a result, surgical intervention may be undertaken in the future. It is unknown which lead was not providing effective therapy. It is also unknown which lead was cut and left implanted.